Manufacturer narrative:
Per the tandem user guide, "the transmitter battery will last at least 90 days. Once you see the low transmitter battery alert, replace the transmitter as soon as possible." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the transmitter had been in use longer than 3 months. No additional patient or event information was available. A replacement transmitter was sent to the customer.